Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 70mm diameter infrarenal abdominal aortic aneurysm. It was reported that at the index procedure, during final contrast x-ray, some leaking of contrast was identified at the ipsilateral limb "in a symmetrical fashion". To treat the type iii endoleak tear, the limb was relined with a cuff and a limb to cover the affected area. This resolved the endoleak and the procedure was successfully completed. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Additional information received ; patient weight ((B)(6)). The patient status is good. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the cause of the reported type iiib fabric endoleak seen during the index procedure could not be determined from the films provided. Review of implant angiograms revealed that an endurant ii bifurcate was implanted just below the lowest right renal artery. After stent graft ballooning, angio injection from above the level of the suprarenal stents showed widespread contrast blush filling the aaa sac. The contrast was seen primarily coming from the left/ipsilateral bifurcate limb, from ~10mm above the level of the bifurcate flow divider and extending down to near the level of the contra gate ring. A slight amount of contrast was also seen along the right/contra side of the bifurcate at the level of the flow divider. After additional ballooning within the bifurcate aortic body, repeated angio injections from the renals showed the same high level of contrast blush filling the sac. The next image revealed than an endurant aortic cuff had been implanted just slightly above the bifurcate extending distally to 5mm above the flow divider, and an endurant limb had been implanted relining the left/ipsi limb from just above the flow divider (bottom of the cuff) to 10 ¿ 15mm¿s above the distal end of the ipsi limb within the left common iliac. Final angiogram from above the level of the suprarenal stents showed likely complete resolution of the previously seen endoleak. The exact type and cause of the endoleak seen during the index procedure could not be determined from the films provided. Endoleak interrogation via selective angiograms (injecting from different levels within the stent graft) to help determine the source and rule out other potential endoleak sources was not seen, and only a single imaging view point (a-p) was observed in the films provided; thereby, making determination of the endoleak source difficult. While a type iii fabric endoleak cannot be ruled out, this appears most likely to have been an acute type IV blush endoleak caused by fabric porosity. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this likely type IV endoleak. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: date MFR recd: for reg report 2953200-2017-01929 updated to correct aware date. If information is provided in the future, a supplemental report will be issued.